Event description:
The third pt had marks in the shape of the adhesion.

Event description:
Another pt was wearing the electrode under the breast area and was sedated as well. These were worn during an MRI w/data scope monitoring.

Event description:
"It was reported that" pt who has retardation, was sedated for a lumbar spine. Anesthesia was used and electrodes were placed under the breast. Burns occurred and were bilateral. More power was used in the MRI during this procedure.